Manufacturer narrative:
Insulin pump was received with detached end cap, minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, broken off reservoir tube lip, cracked case at reservoir tube window corner and stained address/serial number label. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. Customer stated that her current insulin pump was dropped this morning . Customer stated when she went to refill the pump she received compromised force sensor system. Customer stated that she has contacted her healthcare provider. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.